Event description:
A surgeon observed intraocular lens (iol) opacification within the (iol) body thickness. Lens exchanged in 2007.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated that the product met release criteria. There have been no other complaints in the lot.